Manufacturer narrative:
Evaluation summary: a device were received for evaluation. The devices had not been used in the treatment or diagnosis of the patient. The devices returned were new and sealed in package. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported inadequate seal. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The IFU ( instruction for used) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The units does not meet the requirements for a manufacturing or (service) failure therefore. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon had to double seal a couple of activations and insisted that the handpiece was not sealing as well as it normally does. The energy seemed to be delivered to the tissue although it was tough to compare to normal thermal spreads. There was no regrasp alarm, but end tone was heard. There was a three post operative bleeding in the past 6 weeks that required for additional hospitalization. As of last (B)(6) 2018, wednesday, the patient was still in the ICU with chances of being transferred to regular unit on thursday. The patient had kidney issues prior to surgery, and had kidney failure and has since stabilized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon had to double seal a couple of activations and insisted that the handpiece was not sealing as well as it normally does. The energy seemed to be delivered to the tissue although it was tough to compare to normal thermal spreads. There was no regrasp alarm, but end tone was heard. There was a three post operative bleeding in the past 6 weeks that required for additional hospitalization. After a few days, the patient was still in the ICU with chances of being transferred to regular unit. The patient had kidney issues prior to surgery, and had kidney failure and has since stabilized.